Event description:
A report was received from the affiliate indicating that approx. Fifteen months later, the pt complained of chest pain. A coronary angiogram was conducted, and thrombus was observed within the entire cypher stent at the obtuse marginal and distal circumflex. To treat the thrombus, poba was conducted with a balloon (size unk). Inflation time and pressure are unk. Then 2 bare metal stents (micro driver and pixel) were deployed at the om and distal circumflex via v-stenting. Physician's comment: because over 2 years had past since the previous cypher was implanted, the possible cause of the thrombotic event could not be determined.

Manufacturer narrative:
The procedure was an elective case. The target lesion was at the obtuse marginal branch. The vessel was a de novo, concentric, and bifurcated. Lesion classification was type b2. The lesion length was approx. 20mm and vessel diameter was 2.5mm. A 2.5x18mm cypher stent was deployed via direct stenting. Inflation time and pressure were unk. Post-dilation was conducted with a balloon (size unk). Inflation time and pressure are unk. Ivus was not conducted. The residual % of stenosis was 0%. Timi flows before and after the procedure is unk. Act was not measured. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.